Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the cardiac resynchronization therapy defibrillator (crt-d) was thoroughly inspected and analyzed. Visual examination identified no anomalies. The device battery status was beginning of life (bol). The device case was opened to facilitate inspection and testing of the internal components. Internal visual examination identified no anomalies. The measured battery voltage was normal. A review of stored device memory noted an error message within device memory. The device was then reset to primary operation. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An internal circuit was isolated for testing. Testing of the internal circuit noted a slightly higher current drain. Detailed analysis was unable to determine the root cause of the high current drain related to the internal circuit.

Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.